Manufacturer narrative:
The manufacturer previously reported a ventilator stopped working. The ventilator was returned to a third party service center for evaluation. The customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator stopped working. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, they are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party investigation is complete.